Event description:
A user facility tech reported a pt reaction associated with a treatment on a 1550 hemodialysis machine. Prior to the start of therapy, saline solution was used with the machine to flush renalin disinfectant out of the dialyzer. A portion of the remaining saline solution was used to administer heparin to the pt. The pt then reported feeling "weird" and pt's blood pressure dropped. The pt was then administered oxygen, sent to ER and fully recovered.